Manufacturer narrative:
Continued initial reporter: zip code: (B)(6). Visual analysis of the identified photos red particles material was found on the shell and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown as rupture found accidentally during surgery.

Event description:
Explanting physician reported a left side rupture, found accidentally during surgery. Device was explanted.